Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2019 and it is unknown if the ipg was put into surgery mode. Several troubleshooting attempts were made to connect to the ipg without success. As a result, the ipg was determined to be inoperable.

Event description:
It was reported that the patient may undergo surgical intervention.

Event description:
It was reported that the ipg was explanted on (B)(6) 2019.